Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across about where the bottom of the battery compartment is located, missing display window cover. The pump was received with a battery cap. The battery cap contact detached from the battery cap and fell into the compartment prior to visual inspection. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error (open book image). The initial attempt to download/upload using crest/thus was unsuccessful. Unable to verify pump error 35 because unable to upload the long trace or pump history files. A second attempt to download a xtest file and then upload the bootloader traces was successful. Two consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1. In summary, the customer¿s report of a critical pump error 35 was unable to be confirmed during testing. The critical pump error (open book image), the inability to completely upload all files, and the two consecutive occurrences of the error code = 0x00000044 are due to the moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, pump error 35. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self test. Customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned.